Event description:
Cath extension set is collapsing at the interlink injection site. The facility had started noticing this about one month ago. They have been removing the injection site and putting on a new one, and the problem had not been recurring. There is no report of pt injury.